Event description:
Balloon assisted coiling of a p-comm (posterior communicating) artery aneurysm. During the procedure, it was reported that the neck of the aneurysm ruptured possibly due to the balloon being inflated approximately ten times. It was reported that the patient expired due to a complication associated with the subarachnoid hemorrhage and the dissection of the ica (internal carotid artery).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).